Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's blades had mechanical indentations/burrs. The scissors did not fully close due to the blade damage. As a result, the blades did not cut through the entire length and a cut test failed. One blade edge had an indentation between the midpoint and the tip that acts as a mechanical stop for the other blade when closing. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. Failure analysis investigation also found the instrument's tube extension exhibited removed pad printing at the proximal end. The area of the missing pad printing region measured approximately 0.200 x 0.333. Failure analysis concluded that the pad printing damage may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the pad printing damage found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cystectomy surgical procedure, it was observed that the monopolar curved scissors instrument was dull. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.